Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The caller stated that when seat upholstery was installed on the chair the tech noticed that the seat had a slit down the middle where the seat would have been folded for packaging.